Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a right hip revision due to pain, pseudotumor, and elevated metal ion levels.

Manufacturer narrative:
An event regarding altr and abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: metal ion values are reported for most patients and several are clearly very much elevated above the considered risk levels for altr (adverse local tissue reactions) and as such may represent cases with altr including pseudo tumor. The table lists 24 cases all together with various degrees of taper corrosion or catastrophic trunnion failure with pseudo tumor. Two cases have really extreme metal ion values, the others are below the risk level considered by (B)(4) or hip society for altr and should be considered normal for an arthroplasty patient (up to 3-3,5 ug/l), even though higher than for non-arthroplasty patients (up to 1 ug/l). Similar uncertainty relates to the reported ¿pseudo tumor¿. Most are based upon MRI findings without those being detailed. MRI can suggest altr but not prove this. MRI with arthroplasties is associated with a lot of issues and problems relating to proper diagnosis because the magnetic field of the MRI is distorted by the metal mass of the implanted devices which makes proper interpretation very difficult. There is new software with metal artifact removal software to improve on this (mars MRI) but even then a suspect diagnosis of altr requires verification by explant tissue histopathology. Without histological analysis this cannot really be verified even though some of the cases with very much elevated metal ions likely represent real instances of pseudo tumor with altr. One of these also had a tear of the gluteus medius muscle reported which is rather typical for pseudo tumor. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant stated: in conclusion, it appears that corrosion related issues were reported for both accolade tmzf and ii type stem of which several appear to be really serious cases with catastrophic trunnion failure, much elevated metal ions and/or altr/pseudo tumor formation. In the absence however of x-rays, it is not possible to differentiate interfering problems with for instance component malposition which may cause overload conditions to represent the principal cause of failure with the metal-related issues secondary to such problems. Similar issues with poly wear, infection or other arthroplasty trouble may cause clinical failure patterns that are not always easily distinguishable from corrosion related problems. So, real problem cases appear to be present but their root cause of failure and relationship with primary metal related issues cannot be established with the current information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, pathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had a right hip revision due to pain, pseudotumor, and elevated metal ion levels.